Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, haptic was partially broken in the eye after the lens was implanted. When the lens was manipulated, the haptic detached completely. The surgeon enlarged the incision. Additional information has been requested, yet no new information available.